Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the infection is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The original sign im nail was explanted in order to treat infection at the fracture site. The surgeon used antibiotic cement rolled around a steinman pin and placed 1 proximally and 1 distally. The patient was then placed in traction on a braum frame. The patient is currently being monitored. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to treat a left femur fracture, was explanted due to a non-union with infection.